Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing, the subject device was observed providing bad picture. There was no report of patient involvement.

Event description:
It was reported that during reprocessing, the subject device was observed providing bad picture. There was no report of patient involvement.

Manufacturer narrative:
. The device was returned to olympus for evaluation and the customer's allegation was confirmed, bad image discovered due to bad ccd. Additionally, the device evaluation found water leak test problem. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. However, based on the investigation, the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.